Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d10, g4, h2, h3, h4, h6 evaluation of the returned product confirmed there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Review of the device history records for the reported items identified no deviations or anomalies related to the reported issue during manufacturing. The likely condition of the products when they left zimmer biomet was conforming to specification. The root cause of the reported issue is attributed to transit damage causing the foam packaging to become abraded and shed. A corrective action was opened to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this action, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Event description:
Upon further investigation, it has been determined that the debris is the sterile packaging meets the acceptable criteria specifications. This event is no longer considered reportable. Therefore, the initial report should be voided.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00615; 0001825034-2020-00616; 0001825034-2020-00617; 0001825034-2020-00618.

Event description:
It was reported the warehouse circulated their stock items and identified debris in sterile packages. No hospitals or patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.